Event description:
It was reported that the patient broke the ulnar component while lifting a lawnmower. X-rays showed a broken ulnar stem. Revision was required and the surgeon implanted the new customer ulnar component in 2007.